Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was larger volume of active patient list. A technical support specialist (tss) determined that the anesthesia devices were unable to display the full patient list due to an extremely large volume of active patient encounters associated with the shared area, which caused the system cache to exceed supported limits. Investigation confirmed thousands of active patients tied to the emergency unit, auto-discharge was not enabled, and inactivity days were set to 14, allowing patient data to remain cached too long. The tss collaborated with an sme, verified patient counts, performed a station database shrink, confirmed purge processes were functioning, reduced inactivity days, and restarted maintenance services. After these actions, station began working properly. The customer was advised to enable auto-discharge and further reduce inactivity days to prevent future recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to see the complete patient list, and staff were unable to refill or pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.